Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient. After the closure device was deployed it was noted that the patient had a pericardial effusion. In addition a thrombus was noted to be on the closure device. The closure device did not meet release criteria, but was left in place with the plan to remove it during the surgery to treat the effusion. The patient had open heart surgery to repair the laa. During surgery the closure device was removed from the patient. There were no other complications or consequences that were reported to have occurred.